Event description:
Litigation papers allege: patient has suffered hip pain, causing difficulty ambulating and other medical conditions to his detriment. Patient learned that his asr was failing and releasing metal ions into his body. The release of metal ions form the asr caused the concentration of these ions in the patients body to reach about normal levels, causing serious and permanent damage to his body.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.